Event description:
It was reported that a xience v was implanted in the ostium of a heavily calcified proximal right coronary artery and eight weeks later the patient returned with complaints of angina and was diagnosed with a subtotal stent thrombosis. A non-abbott stent was placed to successfully treat the stent thrombosis. There was no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.